Event description:
The pole clamp on the alaris 8015 infusion pump binds up due to the threads in the pole clamp galling. This has happened on several of our new pumps within the first month of use.manufacturer response for infusion pump, alaris (per site reporter).======================repaired the unit under warranty.